Event description:
The oscillating saw blade would not stay securely attached to the handpiece. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The blade attachment would not securely mate to the hand piece the DHR was reviewed and the record indicates the parts were manufactured in conformance with synthes specifications. The product investigation and visual inspection did not show any discrepancies from the specification. No manufacturing related fault could be detected. A CAPA determination request has been initiated.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device used on the right knee of a neutered canine. Female. (B)(6)

Event description:
The patient went to the clinic on (B)(6) 2011 with partial right tear in cranial cruciate ligament (ccl). During the tibial plateau leveling osteotomy surgery, the saw attachment piece broke off from the power tool (colibri handle) while in use. The device was attached in the unlock mode and then locked. The attachment produces heat during surgery.